Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient experienced a chronic obstructive pulmonary disease exacerbation and was admitted to the hospital. The patient recovered and was discharged. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative condition. The patient experienced a chronic obstructive pulmonary disease exacerbation and was admitted to the hospital. The patient recovered and was discharged. The device was received at the service center for evaluation and was found to be infested with insects. The device was returned to the customer unrepaired per the manufactuer's protocol. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.